Event description:
Reportedly, iol was removed after insertion due to damaged haptic. Incision was enlarged to remove the iol, and a suture was required to close the wound. Patient was left aphakic. Per the surgeon the lens was not able to stick to the eye. Additional information was requested but not received.

Manufacturer narrative:
Although requested, additional information regarding the event was not provided and the lens was not returned for investigation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be conclusively determined.

Event description:
Additional information was received indicating the event was patient-related. Based on additional information received, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Based on the additional information received, the device causality was assessed unrelated to the event, and therefore, this event no longer meets reportability requirements and no longer deemed reportable.